Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Broach handle no longer holds broach. Examination of the returned instruments confirms the reported observation. The root cause is attributed to a supplier process error. The leaf spring component was not hardened per drawing requirements. Corrective action was established, and can be traced through hold order h10-18, (B)(4) and supplier (B)(4). However, this device appears to have been well used in the six years it was in distribution. The root cause is attributed to manufacturing error secondary to wear out. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle no longer holds broach.